Manufacturer narrative:
Batch review performed on 25 july 2018: lot 156229: (B)(4) items manufactured and released on 03 march 2016. Expiration date: 2021-02-17. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 1 year and 1 month after primary the surgeon revised the patient for stem malpositioning. The surgery was completed successfully.